Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "incomplete disinfection work in the hospital ward" and "lack of sterility". It was reported the patient was hospitalized. Treatment was not reported. It was reported that the patient was recovering from the peritonitis and was discharged from the hospital. It was reported that the patient "did not eat or drink and went into shock more than ten (10) days later". The patient received emergency treatment in the hospital emergency room. The patient subsequently experienced "organ failure" and passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was reported the peritonitis was resolving prior to death. No additional information is available.

Manufacturer narrative:
B3 event date: the patient developed peritonitis in (B)(6) 2025. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.